Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following bilateral intraocular lens (iol) implant procedures approximately 15 years ago, the patient has experienced a gradual decrease in vision and myopic shift. The surgeon noted the iol's are cloudy and uniformly hazy, but noted they are not glistenings. There are two medical device reports for this event. This report is for the right eye.